Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. Upon investigation the involved custumer service engineer (cse) checked the x-ray tube of the system and found a defective hv cable. After exchange of the hv cable there have been no further issues as described in the complaint and the system works as intended. The log file analysis also shows that no x-ray was possible. An extensive investigation could not be performed because the affected part was not returned. In the opinion of the technical expert the issue may have been caused by arcing events inside of the plug of the hv cable between different lines. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the patients fluoroscopy image became darker and x-ray was no longer available. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.